Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a system upgrade; however, the procedure was aborted due to an observation of the left subclavian and axillary veins. The leads remain in use. No further patient complications have been reported as a result of this event.